Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient¿s ins stopped three years ago when in the hospital in (B)(6) and she didn¿t have a recharger. The ins reached its third overdischarge. The rep reported that the patient didn¿t get the ins replaced prior to the day of the report due to personal circumstances and physicians she sought services from in (B)(6) who refused to address the situation. The ins was replaced on the day of the report. The rep noted that difficulty was encountered when the 0-7 lead tail was pulled out from the explanted ins header. The rep also reported that the hcp started that there was a large amount of gradeaux in the ins pocket. The issue was resolved. No further complications were reported.